Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced the bunm module. Although repairs were made to the instrument before returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneously low modular blood urea nitrogen (bunm) results were generated from a unicel dxc 800 synchron system for four patient samples. The initial results were released from the laboratory however, there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat of the same samples on the same instrument, the bunm results were higher, considered valid and amended reports were reported out of the laboratory. Data provided by the customer indicates the generation of four patient initial and repeat bunm results. Only one patient's results were collectively outside the bunm assays precision claims. The bunm samples were serum samples. No additional sample collection/handling information was provided by the customer. Instrument bunm quality control results during the timeframe of the event were within customer specifications.